Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump passed the stop current test, run current test and displacement test. No blank display anomaly noted. No damage found on the c13 lcd isolation tape noted. The insulin pump had cracked belt clip slot and minor scratched display window.